Event description:
Allegedly revised due to a broken component.

Manufacturer narrative:
Device #3:investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Additional infomation has been requested from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00822, 00823, 00825.

Manufacturer narrative:
Revision date (B)(6) 2009. Approximate age of device 3.5 years. Additional data received (B)(4) 2012: in review of the files, this was determined to be a duplicate of medical device report 1043534-2009-00330 previously submitted and therefore not required.